Event description:
A pump malfunction alarm occurred during pumping. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with loading a new cartridge, but the alarm recurred, and the customer could not resume insulin therapy. As a result, a replacement pump was arranged, and the customer was advised to use multiple daily injections as a backup therapy. Technical support provided instructions on how to store and return the defective pump.